Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a

Event description:
It was reported that during intra-aortic balloon (iab) therapy, three iabs were used and found to have a kink and blood through the balloon. Another manufacturer's sheath was used for these three insertions. A fourth iab was inserted with a getinge sheath and used successfully. There was no patient harm or adverse event reported. This report is for the first iab. Separate reports will be submitted for the two additional iabs that were used.

Manufacturer narrative:
Additional initial reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Manufacturer narrative:
Updated field(s): sex , date of birth, age at time of event / age units (patient), weight. / weight (units). Occupation: inventory coordinator. Device evaluation: the iab was returned with the membrane completely unfolded and traces of blood observed on the exterior of the catheter with the one-way valve attached. No blood was visible inside the iab catheter. A kink was observed on the catheter tubing near the y-fitting approximately 73.7cm from iab tip. Additionally a second kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or holes were detected. The evaluation confirmed kinks on the catheter. It is difficult to determine when or how a kink in the catheter occurs. The reported leak, blood in tubing cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).